Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated occlusion alerts when attempting to deliver a meal announcement while using an infusion set and that no insulin was delivered until a supply change was performed with correct setup. Symptoms included no adverse clinical effects and blood glucose was not affected. Outcomes included resolution of the occlusion alert after education and correct reconnection of the infusion set. Investigation included troubleshooting steps with customer care and user education on proper setup. Investigation of this case revealed that the user had not connected the two infusion set tubings prior to filling the tubing, which can cause an occlusion alarm, and the issue resolved after completing the supply change correctly. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to infusion set connection.